Manufacturer narrative:
Although the patient expired, there were no reported device issues and no pump parameters indicative of possible pump thrombus. There was no indication from the patient's healthcare professionals or via pump parameters that the device caused or contributed to the respiratory complications or patient outcome. (B)(4). Approximate age of device ¿ 5 months. Device evaluation: the pump was returned assembled with the driveline intact. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, examination of the rotor revealed a thrombus formation surrounding its bearing ball. The concentric layering of this formation indicates that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks observed at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. A root cause for the development of the observed depositions could not conclusively be determined through this evaluation. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 related to progressive respiratory failure. The pump was returned for evaluation. During the evaluation of the returned pump, thrombus was identified. It was reported that the patient expired due to progressive respiratory failure and possible pulmonary fibrosis. Information provided by the vad coordinator stated it was not believed by the patient¿s medical team that the patient¿s outcome was device or therapy related. There were no alarms or device ¿outliers¿ associated with the patient¿s death. There were no reported device issues during the duration of lvad support. The patient¿s outcome was reported to be secondary to respiratory failure, including hypoxemia.